Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7076162.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient had to charge the ipg frequently and had multiple high impedances on the device. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. All explanted device components will not be returned per facility policy.